Event description:
It was reported that during a lsh procedure, the instrument stopped working, and the generator showed "error 5". Physician re-tightened instrument with torch wrench and tried to re-use product, the instrument faulted out again with error code 5 on generator. Physician cleaned jaws of instrument with sterile water, tried to re-use product, instrument faulted out again with error code 5. Physician removed device and replaced with a second to finish case. No pt consequence.

Manufacturer narrative:
The analysis results found that when attempting to activate the ace36p on a gen04, it gave an error code 5 (or solid tone). Visual examination found an area of the blade that was discolored due to heat generated from contact between the blade and tissue pad. Further analysis found a crack propagating from the heat-affected area of the blade. This failure is caused due to activation of the device while clamped without tissue being present. Therefore, the instructional insert states: "care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. This can result in damage to the instrument." A batch record review was performed and no anomalies were found during the manufacturing process.